Manufacturer narrative:
Failure analysis found the primary failure of broken snake wrist cable to be related to the customer reported complaint. The instrument was found to have a broken snake wrist cable at the distal end. The cable was fully broken. As a result, the instrument exhibited imprecise motion. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Common causes of broken - distal instrument snake wrist cables, whether partial or full, may be attributed to reduction in ultimate strength of the material, due to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a broken wire, and the instrument moved erratically when operated. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The issue occurred with the surgeon's head inside the high resolution stereo viewer. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console. Failure was not related to an inability to move the instrument at all. Movement of instrument did not scale appropriately to the instrument. Instrument did not move in the intended direction. The timing of instrument movement was not appropriate. There was no patient injury. No piece broke off from the distal end. Instrument is available for return.